Event description:
Boston scientific received info that this pt was complaining of being dizzy and lightheaded. The impedance measurements on this right ventricular lead increased from 500 to 1400 ohms. Additionally, the threshold measurements had increased. The pt presented with loss of capture. It was noted that the pt had passed out and had broken three teeth as the output was programmed to threshold. No add'l info is available at this time. If no add'l info becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.